Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an alert 61 indicating an external flash write error on the ilet, restarted the device, and the alert did not recur, with blood glucose reported as unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified consistent with an external flash write error. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.